Event description:
Device report from synthes (B)(4) reports an event in the (B)(4) as follows: it was reported that on (B)(6) 2013, during a procedure, one imf screw broke during removal. It was reported that four screws were inserted, and they all felt normal. It was reported that a holding sleeve was used. As surgeon started to remove one screw, it sheared off, flush with the bone. The surgeon left the retained part of the screw is situ in patients bone. It was reported that the plate that was used for the procedure was not next to the retained fragment of the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis the manufacturing documents were reviewed and no complaint related issues were found. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832. The fracture face is homogeneous which indicates material conformity and has the typical view of a forced rupture. No product fault could be detected. Based on the provided information we are not able to determine the cause of this occurrence. We can only assume that a mechanical overload during the removal, par example by too much lateral stress, caused this breakage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for this lot has been requested.